Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; d9; h2; h3; h6; h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. . Based on the results of the investigation, the most probable cause of the reportable malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The event occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.